Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. The devices were found to be affected by contaminated trigger assemblies. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.